Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 06/27/2023. An investigation was conducted on 07/05/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The delivery device was returned placed inside the loading device. It was observed that an attempt at loading the seal was already made by the user. The seal and tension spring assembly were observed to be folded in the window of the loading device. The blue slide lock of the delivery device was observed to be off and the white plunger was partially depressed. The seal and tension spring assembly were removed from the loading device. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.21 inches (rm2036883). The length of the delivery tube was measured at 2.52 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem", as well as the analyzed failure "premature deployment" were confirmed. The lot#: 3000299721 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) seal was loaded in preparation for use, the delivery tube was removed from the loading device. It was noted at that time that the heartstring seal and associated tension springs were retained in the loading device. The case was completed was by utilizing 2 additional heartstrings. These functioned appropriately. There was no patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.